Event description:
(B)(4) study. Same case as MFR. Report#: 2134265-2012-06067. It was reported that post a stenting treatment procedure, the patient experienced angina and in-stent restenosis. (B)(6) 2009, the patient had a non bsc drug eluting stent placed in the saphenous vein graft svg to the obtuse marginal (om) artery. (B)(6) 2010 - the patient presented with recurrent axillary chest discomfort for the past few weeks. The patient was diagnosed with angina. Index procedure: (B)(6) 2010 the 99% in-stent re-stenotic target lesion, 60 mm long with a reference vessel diameter of 3.0 mm located in the svg to 2nd om. The physician pre dilated the mid vessel lesion and the distal lesion with a 2.5mm quantum balloon by inflation to 10-12atm in both locations with a residual of 70 % stenosis. Intravascular ultrasound was performed to determine size of the graft and select stents. A 3.0 x 32mm taxus liberte stent was placed in the distal lesion of the svg with full expansion evident. A 3.0 x 20mm taxus liberte stent was placed in the mid aspect of the svg with full expansion evident. A 3.0 x 16mm taxus liberte stent was placed within the non bsc previously placed stent ((B)(6) 2009) in the ostium of the graft. Excellent angiographic results were achieved with 0% residual stenosis throughout. The patient was discharged the next day on aspirin and prasugrel. (B)(6) 2012, the patient presented with episodic periods of chest pressure, pressure under the left arm and was diagnosed with stable angina. The 70% in-stent restenotic target lesion was mainly concentrated in the most proximal stent located at the ostium of the svg to the 2nd om. The mid vessel stent is followed by an area of 70% stenosis. The proximal segment of svg to 2nd om was pre-dilated with a 3 x 6 mm and a 3.5 x 15mm quantum balloon multiple times but there was still significant stenosis. The physician then deployed a 3.5 x 20 mm promus stent within the previously placed stent ((B)(6) 2012) at the ostium of the graft. Residual stenosis was 0%. The mid segment of the svg to 2nd om was also treated with the placement of a 3.00 x 8 mm promus stent, with 0% residual stenosis and a timi iii flow. In addition, the proximal lad was treated with the placement of a 2.75 x 8 mm ion stent. Following post-dilatation with a 3 x 6mm quantum balloon catheter, residual stenosis was 0%. The patient was released the next day on aspirin and open label prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).